Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used during the implant procedure. The lead was positioned and the helix was extended. After multiple turns the fluro markers had not completely come together. The helix was retracted and the lead was repositioned. The helix would not extend after the repositioning. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The helix of the lead had an out of specification analysis result for extension/retraction due to blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.